Event description:
During a pulmonary vein isolation procedure, while isolating the right pulmonary vein, the tip of catheter appeared pronounced on the intracardiac echocardiogram and a possible blood clot was noted. The ablation catheter was removed and no clot was noted. The catheter was reintroduced and twenty minutes later while the catheter was in the left atrium, a clot appeared to form on the tip of the catheter again. The catheter was removed and no clot was adhered to the tip. The device was replaced and the procedure was completed with no adverse consequences to the patient. No transesophageal echocardiogram was used prior to the procedure to rule out any clots.

Manufacturer narrative:
One uni-directional, curve f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Electrode 1 and the tip thermocouple met specifications during electrical testing with no open or short circuits detected. In addition, the device met specifications during temperature testing and leak testing. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported potential blood clot remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a pulmonary vein isolation procedure, while isolating the right pulmonary vein, the tip of catheter appeared pronounced on the intracardiac echocardiogram and a possible blood clot was noted. The ablation catheter was removed and no clot was noted. The catheter was reintroduced and twenty minutes later while the catheter was in the left atrium, a clot appeared to form on the tip of the catheter again. The catheter was removed and no clot was adhered to the tip. The device was replaced and the procedure was completed with no adverse consequences to the patient.